Manufacturer narrative:
(B)(4). Evaluation summary: based on analysis results, this complaint is now determined to be a MDR malfunction. The analysis site confirmed the customer complaint and to correct the complaint the site replaced the green cable. The site also replaced the port shaft and coil pin due to they were bent, the e-clip was replaced because it was damaged during disassembly. After servicing the unit passed all qa functional testing. The unit has not been returned for service prior to this event, therefore no service history review can be done. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that the error code of l3-002 populating on three different probes. The troubleshooting has indicated an activation problem with probe during initialization. The patient was rescheduled for another time.